Event description:
On (B) (6) 2008, our department responded to a mutual aid request for a patient experiencing cardiac arrest-ventricular fibrillation. Upon arrival, the patient was receiving treatment from a county unit. The patient received four defibrillation attempts from a zoll m series monitor -125j, 150j, 200j and 200j-. The patient continued to experience ventricular fibrillation. Our unit provided two defibrillation attempts from a lifepak 12 -300j and 360j- and the patient converted to a sinus rhythm.